Manufacturer narrative:
Added g3/g4, h1/h2, h6. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include but are not limited to endoleaks and reoperation.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular reintervention procedure to treat an abdominal aortic aneurysm utilizing a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg) after an endocollar was fitted a number of weeks prior (date unknown). On (B)(6) 2025, the patient underwent an endovascular reintervention procedure to treat abdominal aortic aneurysm and ruptured aorta utilizing a gore® excluder® aaa endoprosthesis. Patient had a dilated aorta proximal to the trunk ipsilateral leg. Reportedly, while treating the infra-renal aneurysm, a percutaneous access was gained through the right femoral artery and a 16fr gore® dryseal flex introducer sheath was inserted. The surgery was being performed to extend a trunk ipsilateral leg c3. Initially, an aortic extender was placed to extend proximally the trunk ipsilateral by 10-15mm with no problem. Then, a conformable aortic extender was implanted to extend proximally approximately by 10-15mm from the aortic extender. During the deployment, the most distal stent row pulls upward as to deploy away from the delivery catheter and then gets stuck in that position and on the wall of the implanted devices. The conformable aortic extender was pushed upward as the lowest stent row expanded and the aortic extender did not move (at least not significantly with no significant migration). The surgeon then pulled the device down and continues to deploy the device, after deployment, it was ballooned with a gore® molding & occlusion balloon catheter (mob37) which flattened out the conformable aortic extender but the distal stent row was sitting obliquely in a proximal orientation. Seal appeared to be achieved on a contrast angio but the deployment was deemed "bad" by the surgeon. After further angioplasty, the surgeon wanted to extend slightly further and another conformable aortic extender was then implanted proximally as planned. Physician intended on using two conformable aortic extenders for the proximal extension. The issue happened with the conformable aortic extender's distal stent row. This was also ballooned with a mob37, seal was achieved but the distal stent row was also left in an upward facing orientation to the rest of the device. The deployment of the conformable aortic extenders was done slowly. The conformable extender was partially deployed and then pulled downward so that it was in a better position and then deployment was continued for both devices. The surgeon provided feedback that the deployment mechanism was unpredictable and should either deploy from the top down and be deployed within a sheath like device and slowly released so it did not have the chance to angle upward while trying to unfurl from the deployment sleeve.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ intra-operative angiogram dated (B)(6)2025 is available for evaluation. ¿ at 5:57pm the angiogram imaging shows: o the initial gore® excluder® aaa endoprosthesis is implanted. O there is a marker pigtail catheter and guide wire present. O image shows there is contrast outside the implanted gore® excluder® aaa endoprosthesis. O the proximal end of the implanted device appears to have lack of circumferential device apposition, thereby, demonstrating a proximal type I endoleak. ¿ at 6:06pm imaging shows: o a catheter was advanced from right femoral access cannulating, what appears to be, the left renal artery (lra). ¿ at 6:10pm imaging shows: o contrast shows the lra is patent. ¿ at 6:27pm: o image appears to show coiling within the lra. ¿ at 6:33pm: o probably coiling of the main lra appears to be completed. O catheter possibly cannulating a left accessory renal artery. ¿ at 6:41pm: o the images show coiling within the left accessory renal artery. O angiogram shows the lra and left accessory renal artery appear to be embolized. ¿ at 6:50pm: o image appears to show an aortic extender (3-long radiopaque markers) has been implanted at the proximal end of the original gore® excluder® aaa endoprosthesis. ¿ at 6:52pm: o the added aortic extender appears to be located at the distal border of the left accessory renal artery. O there does appear to be contrast outside the proximal end of the aortic extender. O proximal type I endoleak persists after one aortic extender has been implanted. ¿ at 6:56pm: o image shows a second aortic extender (3 additional long proximal device markers) has been implanted proximal and overlapping the 1st aortic extender. ¿ at 7:02pm: o image appears to show that the 2nd added aortic extender has resolved the proximal type I endoleak. O the main lra appears to be patent. O no contrast is identified outside the implanted devices. ¿ at 7:04pm: o images show ballooning at the proximal end of the added aortic extender devices. ¿ at 7:05pm: o no contrast visualized outside the implanted devices on this projection. ¿ at 7:15pm: o the proximal end of the 2nd aortic extender does not appear to be perpendicular to the abdominal aorta on this projection. ¿ at 7:20pm: o a third aortic extender is implanted on this image. (9-long radiopaque markers all together). O this image shows ballooning in the aortic extenders. ¿ at 7:21pm: o the third added aortic extender appears to be more perpendicular to the abdominal aorta in this projection. O image shows patency of the main lra, however, the left accessory renal artery appears to remain embolized. O there is not contrast identified outside the implanted devices. So, the proximal type I endoleak remains resolved. ¿ at 7:22pm: o imaging shows ballooning at the proximal end of the 3rd aortic extender. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.